Event description:
The screw mentioned below has been sent to stryker (B)(4) with the following info: "the device couldn't be used as it doesn't have the size noted on the label."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.